Event description:
The customer stated that on (B)(6) 2014 the architect i2000sr analyzer (sn (B)(4)) generated a false positive total b-hcg result of 354.95 miu/ml . The sample was repeated on (B)(6) 2014 and a negative result of < 1.20 miu/ml was generated. The sample was also repeated on (B)(6) 2014 on an alternate analyzer (sn (B)(4)) and a negative result was generated. In addition negative results were generated with the immulite assay. An ultrasound was performed on (B)(6) 2014 and negative results were obtained.

Manufacturer narrative:
A false positive b-hcg patient result was generated by the architect i2000sr analyzer serial no. (B)(4). An abbott field service engineer (fse) serviced the i2000sr, and found evidence of dried material or debris on the sample probe, in the sample probe wash station, and in the load and unload diverter area. The fse cleaned these areas of the i2000sr analyzer. The fse educated the customer about the importance of performing i2000sr maintenance to clean these areas. The architect system operations manual, the I system service and support manual, and the b-hcg reagent package insert were reviewed and were found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.